Manufacturer narrative:
The customer¿s report that the bifuse and filter were leaking was not confirmed. Visual inspection showed no anomalies. Priming, functional testing, and pressure testing resulted in no leaking. The root cause of the customer¿s report could not be determined.

Event description:
The customer reported that during a fentanyl infusion, the patient was moving his arms and legs constantly, had a hr in the 180s and his right leg had occasional tremors. The patient received five unspecified prn medications through the night. In the morning, the infusion was assessed and fluid was found leaking from the bifuse and filter of the fentanyl infusion. The tubing was replaced. There was no report of long term patient harm.